Event description:
Boston scientific received information that during a device changeout procedure the header on this pacemaker became loose while the physician was untightening the set screws. There were no device issues noted prior to explant. It was reported that the wiring was still in tact and the device was still providing pacing therapy. It was unknown if forceps were used to remove the device. To date, there have been no adverse patient effects reported. The device planned to be returned for analysis.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the allegation of a loose device header. Medical adhesive (ma) was still attached to the device header and was adequate. An x-ray revealed no breaks in the feed thru wires, due to header separation. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.